Manufacturer narrative:
It was reported that the patient presented with vomiting after 3 weeks stent insertion. A CT scan revealed that the stent had completely fractured in half. It was found that fractured stent was migrated to stomach. The portion sitting in the stomach was not able to be removed, and the re-intervention was taken for the insertion of another stent. According to further information from distributor, there are no side effects after the second intervention. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. And it is impossible to return suspected device because stent could not be removed from the patient. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenal structure where stent was implanted is curvy. Stent can be pressured and fractured due to patient's lesion status. However, it is hard to find out exact root cause for this complaint because the suspected device was not returned, and it is difficult to reconstruct the situation at the time of procedure with limited information. Migration can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The separated stent on proximal side may have influenced by such reason, which may have been migrated into stomach. According to the fluoroscopy scan sent by the distributor, the position of the x-ray markers shows that they are placed in the antrum of the stomach with a rotation of 180 degrees. As a cause of this phenomenon, it is assumed that the delivery system was removed without fully positioning the inner sheath into its outer sheath, so the inserted stent was fractured, and the fracture stent was overturned while it was caught in inner during the first procedure. It is stated on user manual by this firm in order to prevent these problems as follows. "10. Procedure 5. After stent deployment b) (place the inner sheath back into the outer sheath as the original state prior to removal.)" Since there was no problem at device history record, it is difficult to judge as fracture caused by device malfunction. It is considered that stent fracture occurred due to patient's lesion or process of the procedure. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Three weeks after stent insertion to treat pyloric/d1 stricture, the patient presented with vomiting. A CT scan revealed that the stent had completely fractured in half, with the proximal end sitting in the stomach you can see from the markers that the proximal piece has flipped 180 degrees and is positioned in the antrum of the stomach. The patient then had to have an ng tube inserted and had to be re-stented on (B)(6) 2017. The portion sitting in the stomach is not able to be removed.